Event description:
The customer reported that during a standard scheduled device testing, their device showed "service" across the screen and locked up. This occurred quickly after the device powered on and the device could not have been used on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Correction information: (B)(4).

Manufacturer narrative:
Physio-control further evaluated the removed system/memory pcb assembly and determined that the memory pcb was the cause of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.